Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: 22405.

Event description:
It was reported that following a left eye trabecular micro bypass stent system procedure, the patient presented on day one (1) with blood (much less) and an iop of 35 mm hg. There was no patient injury reported. Reportedly, the patient discontinued her glaucoma medication postoperatively. Additional information has been requested.